Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a (B)(6) year old female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion (2 in 2001 and 1 in 2002), depression, headache, migraine, allergic rhinitis, asthma, anxiety and fibrocystic breast disease. Previously administered products included for an unreported indication: loestrin from 2002 to 2004 and mirena. Concurrent conditions included obesity, hypertension, obesity, graves' disease, fatty liver, hypothyroidism, menometrorrhagia, pedal edema, fibromyalgia, hypothyroidism, hypertension, leiomyoma nos, fibroadenoma, phyllodes tumor, breast neoplasm and dysmenorrhea. Concomitant products included atenolol, duloxetine hydrochloride (cymbalta), levothyroxine, liothyronine sodium (cytomel), medroxyprogesterone acetate (depo-provera), meloxicam, metformin, norethisterone (camila), nsaids and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced basedow's disease ("graves disease"). On (B)(6) 2010, the patient experienced the first episode of fatigue ("fatigue"), pelvic pain ("pain"), the second episode of fatigue ("fatigue"), pain in extremity ("legs pain/ hands pain"), musculoskeletal pain ("shoulders pain, pain") and back pain ("back pain, pain"), 10 months 7 days after insertion of essure. In 2011, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergic reaction"), dysgeusia ("metallic taste in her mouth") and weight fluctuation ("weight fluctuations") and was found to have weight increased ("weight gain"). The patient was treated with iodine. Essure treatment was not changed. At the time of the report, the genital haemorrhage, allergy to metals, dysgeusia, weight fluctuation, basedow's disease, pelvic pain, the last episode of fatigue, weight increased, fibromyalgia, pain in extremity, musculoskeletal pain and back pain outcome was unknown. The reporter considered allergy to metals, back pain, basedow's disease, dysgeusia, fibromyalgia, genital haemorrhage, musculoskeletal pain, pain in extremity, pelvic pain, weight fluctuation, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram on (B)(6) 2010: results: total bilateral occlusion; on 18-mar-2010: result:essure microinsert in good position with successful occlusion of fallopian tubes bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case (B)(4) is found to be duplicate case to (B)(4). All the information including reporters, events, reference numbers and source documents were transferred from deletion case to retention case. No new follow-up information was received from the reporter. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.